Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable low alp2 alkaline phosphatase acc. To ifcc gen.2 and ckl creatine kinase results for an unknown number of patient samples. Of the data provided for three patients, only the alp2 result for one patient was discrepant and reported outside the laboratory. The result from their sister facility was 110 u/l. The initial result at this laboratory was 30 u/l and was reported to the physicians. The repeat result was 109 u/l. The repeat results were believed to be correct. The patient was not adversely affected. The reagent lot number was 12562801 with an expiration date of 10/31/2016. Based on the absorbance photometer lamp reading over the previous several days and the length of time the lamp had be on board the analyzer, it appeared there was an issue with the lamp. The field service representative found a rinse nozzle was misaligned causing a splash effect and forming a drop underneath the rinse arm that would drip into the reaction cells. He also found there was a bad nozzle tip. He performed preventive maintenance, replaced the nozzle tip, and aligned the nozzle. He ran multiple mechanism checks, verified proper function of rinse mechanism, and performed an instrument precision check. The customer performed calibrations and qc with all results acceptable. The field service representative performed a pooled sample precision test.